Manufacturer narrative:
UDI: (B)(4).

Event description:
After capacitor maintenance, telemetry with the device was lost and it was not possible to interrogate the device. The device was not used or implanted.

Manufacturer narrative:
Evaluation summary: no conclusion code available. Upon analysis, the device was unable to communicate with the programmer due to low battery voltage. The device was found to not be within estimated longevity. Bench testing was performed and the low battery voltage was found to be due to a higher than normal device input current. Upon further investigation, the cause of the high input current was found to be caused by a high hybrid input current due to a hybrid anomaly. The can was seen to be swollen. There were no other anomalies observed.